Event description:
During a pt transfer, the right leg of the lift broke. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. It was noticed that the lift was in a good general condition except that there was paint peeling around the area of where the leg broke. Additional info will be provided following the conclusion of the MFR's investigation.